Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned that involved patient passed away on (B)(6) 2019.

Manufacturer narrative:
PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). From prior communication with the customer, livanova (B)(4) has identified that three of the heater-cooler devices in use at the facility have tested positive for mycobacterium chimaera (refer to 9611109-2017-00114, 9611109-2017-00115 and 9611109-2017-00116). However, it is unknown which device was used during the procedure. The customer reported that the heater-cooler devices were placed inside the operation theater during use positioned approximately 4 meters from the patient field with the rear end of the device directed away from the patient. Through follow-up communication for previous cases, livanova (B)(4) learned that the facility has followed the updated cleaning guidelines according to the instructions for use (IFU) for all their units since june 2014. It was also reported that in late 2015, the facility performed a prolonged and intense minncare treatment using the recommended concentration of disinfectant, the recommended tank temperatures, and increased contact time of 60 to 120 minutes instead of 15 minutes. Through additional follow-up with the customer, livanova (B)(4) learned that all three units have been replaced and that the customer does not wish to provide further information regarding the event at this time. A review of the dhrs for all potentially involved devices did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient became infected mycobacterium after undergoing an aortic valve replacement on (B)(6) 2015. A heater-cooler system 3t was used during the procedure.